Event description:
On nov 13, 2007, the lay user/patient contacted lifescan alleging that a one touch ultra meter had an "error 1" issue. The patient indicated that the alleged meter issue started in 2007, at 6:00 pm. Before the reported meter issue began, the patient reportedly had symptoms of having a fast heartbeat. Also, at an unspecified time during the time of concern, the patient had symptoms of feeling shaky. It is not known what date/time the symptoms of shakiness actually started. The patient went to an emergency room due to the shakiness and was treated with orange juice. The patient's blood glucose was tested on a doctor's/clinic's meter and a result of "199 mg/dl" was obtained. It is not clear as to when the patient was tested on the doctor's/clinic's meter. It would have been helpful to know the following information: when the symptoms of shakiness started, the patient's testing frequency, her medication and diabetes mgmt regimens, and if the patient made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know the date/time the patient was last able to test with the reported meter, what her last meter reading was, and when the result of "199 mg/dl" was obtained. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reported that she had symptoms and received medical treatment suggestive for hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.